Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 51 events for the failure: overheating of device. - 49 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 51 events were reported for this quarter. Product return status 51 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 51 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition 40 devices: scrapped by stryker 11 devices: product not received additional information 51 devices were not labeled for single-use. 51 devices were not reprocessed or reused.